Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the original implant date unknown. Patient suffered a hip dislocation of srom hip and constrained liner. Surgeon was not aware of the patients previous surgical dates or reasons for surgery. Surgeon felt this patient was dealing with some hip impingement of their +4/10 degree constrained liner on the neck of the srom stem. He felt they would benefit from converting the liner to just a +4 neutral constrained liner. He also felt the patient would benefit from replacing the stem so he could adjust the version a bit. A trial reduction was performed with the new stem and a +4 neutral constrained liner and a 28mm +3 head was found to be satisfactory. The real liner and head were opened and implanted. The hip was reduced and found to be stable. The closing process began. Doi: unknown. Dor: (B)(6) 2021; (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a device history record (mre) review, was not possible because the required lot code was not provided.